Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: maverick. Guide wire: bmw. Inflation: medtronic. Guide cath: 6fr. Rhv: medtronic. Analysis of the returned product noted blood in the guide wire lumen and on the entire length of the stent delivery system (sds), which is consistent with loading a guide wire into the lumen and advancement inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. It was confirmed that the hypotube was separated. The fracture faces were oval shaped as if kinked prior to separating. The hypotube jacket was separated at the same location and the material was stretched and jagged. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported shaft separation. The shaft most likely kinked during advancement of the sds and further manipulation of the catheter would have contributed to the shaft separating. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. This suggests that there are no lot specific product quality deficiencies. In this case, the hypotube separation is likely related to operational context.

Event description:
It was reported that during advancement, the proximal shaft of the xience v stent delivery system (sds) separated into two pieces. There were no issues removing the sds and a new device was used to continue with the procedure. No patient effects were reported. No additional information was provided.